Event description:
It was reported to medtronic neurosurgery that the shunt was allegedly broken. According to the report, the pt was checked by a CT scan, and the doctor found that the peritoneal catheter was in the abdominal cavity. The shunt remains in the pt.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an eval of the device performance was not possible. Add'l info regarding the break in the shunt was unavailable. A review of the mfg records showed no anomalies. All of our valves and catheters are 100% inspected at the time of manufacture.